Manufacturer narrative:
Echo summary: review of the submitted images reveals a) limited echocardiographic images. Available for review; b) a movie with 2d tee images, presumably showing the inspiris resilia 11500a25 valve prior to the valve-in-valve procedure, shows thickened pulmonic valve leaflets, one immobile and apparently retracted leaflet, and anatomy compatible with significant pulmonic regurgitation; and c) a movie with 3d tee images, presumably acquired after valve-in-valve re-intervention, shows grossly normal bioprosthesis leaflet appearance and motion. Although the submitted tee images confirm the presence of bioprosthesis leaflet thickening and are compatible with the report of pulmonic regurgitation prior to re-intervention, the presence of leaflet thrombus cannot be confirmed on echocardiography and the cause of leaflet thickening cannot be determined from echocardiography. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 60-y-o patient with an inspiris resilia valve model 11500a25 implanted in the pulmonary position underwent a valve-in-valve procedure after an implant duration of two (2) years and eight (8) months due to regurgitation secondary to leaflet thickened leading to regurgitation. The patient presented with right sided chest pain and palpitations. A 29mm transcatheter valve was implanted successfully within the existing edwards surgical device using the transfemoral vein approach. The patient was noted as to be discharged at home.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. The subject device is not available for evaluation as it remains implanted in the patient. Leaflet thickening leading to regurgitation was confirmed through echo image evaluation. However, the root cause for leaflet thinking and valve regurgitation could not be conclusively determined. Non-structural valve deterioration (nsvd) or structural valve deterioration (svd) may have played a role in the observed thickened leaflets. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. In addition, based on the information available the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population.